Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Qty to be returned: 1 => 0. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. The reservoir could not be locked. Further details are not provided. There were no adverse consequences to the patient.